Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [4] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7868066." Common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7745794. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7582379.

Event description:
It was reported that the patient was experiencing ineffective stimulation, intervention took place where the patient was trailed and experienced good relief with the current drg system and the trial system. Surgical intervention may take place at a future date of implanting an additional system to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that surgical intervention took place on (B)(6) 2024 where an additional system was implanted of an ipg and 2 leads to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.